Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction of failed leakage testing was observed during initial testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The analog board shields were replaced as a precaution. The reported malfunction of the device shuts down was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, functional stress testing, and hipot/leakage testing without duplicating the malfunction. Review of the clinical and error logs did not find evidence to support the reported event. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.